Event description:
After preventative maintenance was performed, the user received erroneous high pt results for multiple assays. User said there were about 40 pt samples affected. The following 35 pt samples provided were discrepant. Sample type is serum and original sample tubes were used for repeat testing on same analyzer. Units of measure: creatinine-creat (mg per dl); albumin-alb (g per dl); bicarbonate-co2 (mmol per l); alk phos-alk (u per l). Samples 1 through 29 were repeated 10-30-2009. Samples 1 through 27 were discrepant for creatinine. Number 1, initial 2.18; repeat 0.96. #2, initial 11.42; repeat 0.95. #3, initial 1.34; repeat 0.83. #4, initial 1.69; repeat 1.18. #5, initial 3.50; repeat 0.55. #6, initial 10.97; repeat 0.83. #7, initial 4.58; repeat 0.95. #8, initial 26.22; repeat 1.01. #9, initial 2.23; repeat 1.15. #10, initial 2.55; repeat 1.28. #11, initial 5.51; repeat 0.92. #12, initial 14.53; repeat 0.69. #13, initial 1.95; repeat 0.97. #14, initial 23.60; repeat 1.45. #15, initial 1.73; repeat 1.18. #16, initial 4.36; repeat 1.11. #17, initial 7.64; repeat 0.86. #18, initial 1.95; repeat 0.83. #19, initial 13.17; repeat 0.87. #20, initial 2.21; repeat 0.66. #21, initial 2.74; repeat 1.04. #22, initial 2.69; repeat 0.70. #23, initial 2.22; repeat 1.12. #24, initial 16.24; repeat 0.96. #25, initial 7.57; repeat 1.28. #26, initial 2.21; repeat 0.79. #27, initial 5.96; repeat 0.80. #28, initial alb 13.7; repeat 4.3. #29, initial alk 63; repeat 137. Samples 30 through 34 were repeated (B) (6) 2009. #30, initial alb 4.4; repeat 3.7. #31, initial alb 3.3; repeat 4.0. #32, initial creat 1.71; repeat 0.84; initial alb 5.8; repeat 4.2. #33, initial creat 5.71; repeat 0.70; initial co2 43.6; repeat 26.0 #34, initial alb 3.7; repeat 4.3. #35, initial creat 25; repeat on (B) (6) 2009 gave 8.0. Creatinine results for this sample were provided as an example by the user who stated "the results were an estimation." No erroneous results were reported. No patient adversely affected.

Manufacturer narrative:
The field service representative found cracked waste tubing on the front cell rinse unit and replaced the waste tubing. To verify analyzer performance, three precision runs of 20 samples were performed with good results.